Event description:
It was reported that the gastrointestinal videoscope exhibited a communication error and was not communicating with the tower. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image did not return, b30 scope communication error a root cause could not be identified. Based on the results of the investigation, the likely cause of the unknown communication error and no communication with the tower was due to a b30 scope communication error that was displayed (image did not return) as the plug unit and cable did not respond. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.